Manufacturer narrative:
Philips service replugged mpdu control board and restored the device to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the device failed to power up; mpdu control board issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.